Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that their surgeon asked them to call patient technical services (pats) to make an appointment to meet with a manufacturer representative (rep), because they were getting shocked by the "machine". The patient stated that they had been adjusting their therapy setting, but the pain doesn't stop. The patient also stated that the ins was giving them a lot of pain down their legs when increased, and if the stimulation was lowered, the pain goes back up the groin area. The patient also had changed programs, which increased the pain down to the bottom of their foot. Agent documented reported events and emailed the manufacturer representative (rep) on the area to further address the issue. Additional information was received from the manufacturer representative (rep). The rep spoke with patient and assisted them with changing to program 5 at 0.4 - stim was more comfortable.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.